Manufacturer narrative:
(B)(4) a visual and microscopic examination of the returned complaint device revealed stent damage. The struts of row four from the proximal end were raised and misaligned. The outer diameter (od) of the undamaged portion of the stent met specifications. Further examination of the balloon and tip sections of the device found no issues that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a coronary treatment procedure, crossing difficulties occurred. The 85% stenosed, 24mm long target lesion was located in the severely tortuous and severely calcified left circumflex (lcx). The lesion was predilated with a 2.0x20mm non-bsc balloon. Next, a 3.0x24mm promus element stent delivery system (sds) was advanced but it would not cross the lesion and resistance was felt during advancement. Therefore, the physician removed the device and completed the procedure with another of the same device. There were no reported patient complications and the patient's condition is listed as good. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.